Event description:
It was reported that the atrial and ventricular leads both had impedances of greater than 9000 ohms, with no capture and no sensing. Device data indicates that the first out of range impedance was eight months ago, and lead polarity was switched to unipolar. The patient has not been compliant with follow-up. He had not been seen until a week ago, more than four years post implant . The ipg was explanted and replaced. During the revision procedure, the lead values were found to be within normal specifications and were reused. It was noted there was a small amount of blood in the device header at explant. No patient complications were reported as a result of this event. Further information received suggests that the device may have a header problem.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed no atrial and ventricular outputs when programmed dddr atrial unipolar and ventricular unipolar. The no atrial and ventricular output conditions were the result of lifted bond wires. Other: it was reported that the atrial and ventricular leads both had impedances of greater than 9000 ohms, with no capture and no sensing. Device data indicates that the first out of range impedance was eight months ago, and lead polarity was switched to unipolar. The patient has not been compliant with follow-up. He had not been seen until a week ago, more than four years post implant . The ipg was explanted and replaced. During the revision procedure, the lead values were found to be within normal specifications and were reused. It was noted there was a small amount of blood in the device header at explant. No patient complications were reported as a result of this event. Further information received suggests that the device may have a header problem. Actual device involved in incident was evaluated;electrical tests performed, mechanical tests performed. Visual examination: component/subassembly failure. Device was out of specification in a manner that relates to event. Capture, failure to, impedance, high sensing, none, blood contaminated device.